Manufacturer narrative:
The field service engineer determined there were multiple sample short and bubble alarms. The sample probe was replaced. The liquid level detection and clot sensing voltages were checked and adjusted. All system checks were successful. The last calibration performed on (B)(6) 2022 was ok and there were no errors. Signals were within expectations. Upon review of the alarm trace, multiple abnormal sample aspiration alarms were noted on the day of the event and surrounding the day as well. This is an indication of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they first had issues with abnormal sample aspiration errors on the cobas 6000 e 601 module. The customer performed air purges on the analyzer and then they were able to run samples. On (B)(6) 2022, the customer noticed that patient samples were all yielding the same results for the elecsys beta-crosslaps/serum immunoassay. Samples were repeated and two were found to have discrepant beta-crosslaps results. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a beta-crosslaps value of 505.5 pg/ml and repeated as 310.9 pg/ml. The second sample initially resulted in a beta-crosslaps value of 509.0 pg/ml and repeated as 323.6 pg/ml. The beta-crosslaps reagent lot number was 575791. The reagent expiration date was requested, but not provided.